Event description:
5 yr old male status post rastelli using av00 on 6/23/1994. On 5/4/1998, underwent conduit replacement and ventricular septal defect closure. Surgeon noted that previous valve had become stenotic, possessed cusp degeneration, and was grossly calcified.